Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that required valve in valve intervention after an implant duration of six (6) years, five (5) months due to severe stenosis and moderate regurgitation. A 26mm transcatheter valve was implanted within the existing valve. The patient was noted as stable.